Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests a leak occurred from the smartsite immediately after starting an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The report suggests a leak occurred from the smartsite immediately after starting an infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a leak from the smartsite was confirmed. Functional testing confirmed the customer's experience as fluid was observed to be leaking from a split in the blue piston of the smartsite component. The root cause of the customer's experience was not identified.